Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of right leg radicular pain after the initial procedure. The surgeon determined that the most superior positioned implant had breached the s1 neuroforamen causing radicular pain. Four weeks after the initial procedure, the surgeon performed a revision procedure where backed up the superior positioned implant a few millimeters. The implant was not removed. The patient's radicular pain symptoms resolved following the revision procedure.